Event description:
It was reported that during a stenting treatment procedure, stent fracture and stent embolization occurred. Vascular access was gained via the radial artery. The target lesion was located in the mid left anterior descending (lad) artery. The lad and diagonal arteries were wired and the lesions were pre-dilated with a 2.5x12mm quantum maverick balloon at 12 atm. The 3.0x16mm omega stent was successfully deployed in lad with good angiographic result. The wire placed in the diagonal artery was now jailed, a new wire was advanced in the diagonal and the jailed wire was removed. A 3.5x12mm quantum maverick balloon was advanced for post-dilation but the physician noted difficulty identifying the stent edge for successful balloon placement for post-dilation. Angiography revealed a "ball of broken struts" dislodged in the proximal lad and the omega was not visible in the target lesion. The target lesion was post-dilated with the 3.5x12 quantum maverick at the lad diagonal bifurcation at 8atm. Ivus was performed and revealed multiple fractured and damaged stent struts in the lad target lesion. A 1.5x15mm maverick balloon was inflated in the proximal lad at 12 atm to push the dislodged stent segment "downstream". Another wire was advanced to pass the dislodged stent segment and the pervious 2.5x12mm maverick balloon was inflated to 14 atm and crushed the stent segment in the lad. A 3.5x30mm non-bsc stent was implanted in the lad covering the damaged and the crushed stent segment as well as the original target lesion no longer covered by the omega stent. The deployed 3.5x30mm stent was post-dilated with a 3.5x15mm and 3.75x12mm quantum maverick balloons at 26 atm. Final ivus was performed and revealed successful stent expansion with successful coverage of the omega stent. No additional patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).